Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that since implanted the implantable neurostimulator (ins) bulged when they sat down. If patient was riding in a car for a long time then ins started burning and irritating from the vibration in the car. Patient beeped while sleeping on l side and the ins was on the l side. When patient was laying down the ins protrudes from their skin, it was very protruding. Laying on the side hurt more because it was like that ins was trying to pop out of her skin, it stick out and it was very obvious. After a while, patient could not lay anymore because it hurt and it was tender to touch, it felt like burning as pinched nerve. When patient sit for a while then they had to move constantly because it started burning in the area. It was a constant pain and patient said it was not really a pain, felt more like a burning sensation like a pinched nerve. Pt thought that at first it might be normal and it would go away after a few months but it had gotten worse. Patient said that their incision healed well, there were no signs of infection. Patient did not realize that it would be that uncomfortable. Pt wanted to know that if it was supposed to be like this. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
Upon further review of the additional information, it was reported that the patient did not have control of their bladder, they kept wetting themselves, and that when their feet hit the ground there would be a puddle on the floor.

Manufacturer narrative:
(B)(4) added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the implantable neurostimulator had to be moved to the other side in (B)(6) 2016 because it had come out of the pocket and it was ¿protruding out of the skin¿. The patient reported that since their revision they have not had therapy benefit. The patient stated that they had their follow up appointment with their doctor on (B)(6) 2016 and that if the stimulation increase does not help the patient¿s symptoms, they will contact their doctor for recommendation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.